Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The ge svc rep replaced the tv camera. The system operates as intended.

Event description:
The customer reported errors with the tv camera. No pt injury was reported.